Manufacturer narrative:
A ge healthcare service representative performed a log review. The customer is going to have repair completed by a third party. Customer contact reports no patient information is available. Unique identifier: (B)(4). A ge healthcare service representative performed a log review. The customer is going to have repair completed by a third party. Customer contact reports no patient information is available. Unique identifier: (B)(4).

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. The unit was replaced and case resumed. There was no report of patient injury.